Event description:
It was reported that the patient while at home had a backup battery fault alarm. The system controller was exchanged.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted once the manufacturers investigation is completed.